Event description:
A patient reported blood glucose results of 178 mg/dl with a lifescan meter and 107 mg/dl with two different prestige meters (invalide comparison), performed within 10 minutes of each other. The customer service representative walked the patient through two consequtive control solution tests and both results fell outside the specified range. Test strips were replaced.